Manufacturer narrative:
(B)(4). Date of event was an unspecified date two to four weeks prior to (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. Peritonitis was manifested by abdominal pain, cloudy effluent, and fever. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was treated with ciprofloxacin (dose, route, frequency, and duration not reported) and vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.